Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from facility. Device evaluation: during evaluation, the 0.035" guidewire became stuck underneath the hub. A piece of foreign material was present within the hub, although upon removal of the piece the wire could still not be advanced. The guidewire could pass retrograde, but advancement was still difficult at the hub. The difficulty was found to be at the glue joint, which had collapsed the inner lumen. The balloon inflated normally with air. This device has residue on the balloon.

Event description:
During preparation for use in a patient procedure, the bridge balloon failed to load onto guidewire; bridge device kinked just proximal to hub. There were no reported patient injuries and patient was discharged per operative plan.